Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient claimed the animas insulin pump has lost power twice over the past 3 months. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/15/2013 with the following findings: one power on reset observed in the black box. Returned battery cap and battery compartment contain no physical damage. Returned battery cap fully attaches to the pump until resistance is met and no yellow o ring is visible. The measurements of returned battery cap are within range. The power complaint was verified in the history but could not be duplicated during the investigation.